Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the no delivery test due to prime anomaly. The insulin pump passed rewind, basic occlusion and displacement tests. No motor error alarm during our testing noted. The motor passed motor test. The insulin pump has cracked case at the display window corner, minor scratched display window and missing end cap sticker.

Event description:
It was reported by the customer's father that the customer had a motor error alarm on the insulin pump. Caller stated that the pump asks to keep rewinding and also says no delivery. Customer does not use the sensor feature on the pump. Customer is able to complete the rewind sequence. Caller does not have the pump with him to troubleshoot for the no delivery alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.